Event description:
The customer reported that the drive support fell out from his old insulin pump. The customer mentioned that the device got wet and once he dried it out, the device started working. The customer stated that the current insulin pump was stuck in the prime loop and the drive support cap was protruded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.